Event description:
Reporter indicated that lead test during follow up visit resulted in high lead impedance reading (dc-dc code and limit), indicating possible lead malfunction. It was reported that the patient was able to feel magnet stimulation as evidenced by a voice change with stimulation. Further investigation revealed that since the patient does feel the stimulation and the patient is getting good seizure control and has not experienced an increase in seizures, no action is planned by physician as recommended in device labeling. The physician is aware that battery life of the generator will be significantly reduced due to the high impedance condition.